Event description:
Customer reported that their AED will not power on and that they already tried a new 9v battery. The customer stated that when they checked it this week (pushed green on/off button) nothing happened. I checked the 9-volt battery in the battery pack, and it checked bad. I replaced it with another 9v lithium battery and the unit still does nothing when the on/off button is pushed. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED will not power on and that they already tried a new 9v battery. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.